Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in backup vvi mode. Battery measurements did not indicated elective replacement indicator (eri) state, but the battery cell impedance was greater than 5 kohms. The automatic restoration failed. As the device was nearing eri, a manual download was not attempted. The pulse generator was explanted and replaced due to unresolved backup vvi status.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to normal battery depletion. The battery was at end of life (eol) level. After replacing the battery, normal function ensued.